Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. During treatment the cycler alarmed for drain complications. Following treatment when he opened the cassette door fluid came out of the pump module and the cassette was wet. He retained the set and is making it available for eval. During follow up the pt reported his effluent was clear. He has not had any signs of infection. He reported the incident to his clinic and was prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.